Manufacturer narrative:
Eval results: ipg communicates with a lab ppg. Visual inspection reveals scratches on ipg header and can. Instrument marks on the header, instrument marks on the silicone antenna cover, instrument marks on the rear of the can, upper setscrew found out of the connector block under the septum. No other visible anomalies were noted. The device was tested for communication with pt programmer and passed. Conclusion: there was no complaint against the ipg. The ipg passed auto test. No conclusion could be made about the correlation of the ipg and the pt's death. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2008, the pt was implanted with an scs system. The pt expired in the va hospital. It was not device related. Ipg was explanted and hospital staff would like to return the product back to sjm.